Manufacturer narrative:
The following fields have been updated: patient date of birth.

Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp). To inflate the device, the patient has to use approximately 150-200. The patient experienced abdominal/groin pain when the device was completely deflated. The patient visited his doctor several time with the same issue and after each check up there was no change. As a result of the devices malfunction, patient developed what is known as "trigger finger" from the excessive pumping of the device.

Manufacturer narrative:
Model lot number updated. Implant date updated. Initial reporter updated.

Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp). To inflate the device, the patient has to use approximately 150-200. The patient experienced abdominal/groin pain when the device was completely deflated. The patient visited his doctor several time with the same issue and after each check up there was no change. As a result of the devices malfunction, patient developed what is known as "trigger finger" from the excessive pumping of the device.

Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp). To inflate the device, the patient has to use approximately 150-200. The patient experienced abdominal/groin pain when the device was completely deflated. The patient visited his doctor several time with the same issue and after each check up there was no change. As a result of the devices malfunction, patient developed what is known as trigger finger from the excessive pumping of the device.